Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements as high as 174 ohms. This rv lead remains in service at this time. Technical services (ts) recommended considering max energy commanded shocks and further lead evaluation. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements as high as 174 ohms. This rv lead remains in service at this time. Technical services (ts) recommended considering max energy commanded shocks and further lead evaluation. No adverse patient effects were reported. Additional information received indicated that event cause was not determined. Per the physician, the patient was scheduled to repeat defibrillation threshold (dft) testing. No adverse patient effects were reported. Additional information received reported that defibrillation threshold (dft) testing was performed and this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Shock impedance measurements were 165-170 ohms. The patient will be scheduled for a system revision with an upgrade to a subcutaneous ICD (sicd) system. This ICD system remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this entire implantable cardioverter defibrillator (ICD) system was explanted and upgraded to an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. It was noted that the hospital will return the explanted products.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements as high as 174 ohms. This rv lead remains in service at this time. Technical services (ts) recommended considering max energy commanded shocks and further lead evaluation. No adverse patient effects were reported. Additional information received indicated that event cause was not determined. Per the physician, the patient was scheduled to repeat defibrillation threshold (dft) testing. No adverse patient effects were reported. Additional information received reported that defibrillation threshold (dft) testing was performed and this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Shock impedance measurements were 165-170 ohms. The patient will be scheduled for a system revision with an upgrade to a subcutaneous ICD (sicd) system. This ICD system remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements as high as 174 ohms. This rv lead remains in service at this time. Technical services (ts) recommended considering max energy commanded shocks and further lead evaluation. No adverse patient effects were reported. Additional information received indicated that event cause was not determined. Per the physician, the patient was scheduled to repeat defibrillation threshold (dft) testing. No adverse patient effects were reported.